Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer reported that he went to healthcare provider and they changed basal rates and since then he has severe low blood glucose. The customer was provided new setting with which to program the insulin pump. The customer was assisted programing new rates and advised to contact healthcare provider about the low blood glucose. The customer was offered to troubleshoot for low blood glucose but declined.